Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable and other spasticity. On 2016-09-21, it was reported that 5 years ago the patient missed their refill appointment and let their pump empty. As a result, the patient experienced withdrawal symptoms including increased spasticity and itching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.